Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a density in the left ventricular cavity that was posterior and to the right of the inflow cannula, measuring approximately 2.5 by 1.4 centimeters (cm). An intracavity thrombus could not be ruled out.

Event description:
Additional information indicated that a thrombus had not been confirmed. A computed tomography angiogram (cta) was performed that indicated trace bilateral pleural effusions were noted as well as irregular bibasilar densities that likely reflected atelectatic changes. The cta also showed a patent inflow cannula that entered the left ventricular (lv) apex without evidence of obstruction and a patent outflow cannula that connected to the ascending aorta also without evidence of obstruction. The proximal portion was unevaluable due to beam hardening artifact from the pump. No changes to treatment were performed and the patient was discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02jun2022. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including peripheral thromboembolic events and right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.